Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports on the last pair of aligners but the current top tray and the previous one are both cracked. The treatment is still focusing on turning the middle right and the tooth next to it to be straight. Also focused on closing the gap between upper and lower level.

Manufacturer narrative:
The date received by manufacturer (g3) was incorrect in the initial report. G3 has been corrected in this report.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.